Event description:
The manufacturer received information alleging a high flowing leak occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and during inspection a damaged flow sensor was found. The device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.